Event description:
It was reported that an ilet device with serial number a118333 generated a persistent ¿67 ¿ vbuck boost over/under voltage¿ alert that recurred after multiple restarts, with the battery above 50 percent and stable blood glucose; the user wears dexcom g7. Symptoms included no adverse clinical effects. Outcomes included shipment of a replacement ilet and instructions to return the original unit. Investigation included remote troubleshooting and user-guided restarts. Investigation of the device engineering logs confirmed previous alert 67 notifications. The issue could not be replicated during testing. It was concluded that the cause was inconclusive due to insufficient evidence to isolate a specific component or use-related factors.

Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.".